Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, all the keypad buttons were responding intermittently. There was no evidence of physical damage on the keypad. The keypad was removed and there was contamination found under all the button contacts. The pump casing was cracked at the bottom right corner between the display lens and the pump seal. The threads on the battery cap were found to be stripped and unable to be secured. A test battery cap was able to secure and was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.